Event description:
Revision surgery - the patient was doing well; then they fell. They fractured their hip, and began to experience dislocations of the reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was dislocation of the shoulder after 1 years, 4 months, 10 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the components listed in the complaint. A review of the product complaint report history showed there have been 142 prior complaints reported against this part number; with 14 of those having the same failure mode of trauma. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. It was reported the patient fell, trauma, and fractured their hip and they began to experience dislocation of their shoulder. There are no indications of a product or process issue affecting implant safety or effectiveness.